Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. It was also reported that, the external sound processor indicator changed from a flashing green light to a flashing orange light during use. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.